Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1fn58, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had never received therapeutic relief since implant. The patient reported they wore 6 diapers a day since implant and they had tried different settings, and nothing worked. The patient stated they thought the wires were not placed properly. The patient noted the trial was beautiful. The patient stated their healthcare provider left the practice and they didn¿t have a managing healthcare provider for the implant. Healthcare provider listings were sent to the patient. No further complications were reported.